Event description:
A female patient underwent evar in 2009. The patient's anatomy was not suitable for endovascular repair since the patient's proximal neck was angulated at 90 degrees, and the aneurysm of right common iliac artery has a maximum diameter of 25mm. The physician placed the main body approaching from the patient's contralateral, also since there was cannulation problem, the contralateral limb of the main body was placed dorsally. After occluding the right internal iliac artery using the coil embolization, the physician placed the contralateral iliac leg. There was an accessory renal artery at the right renal artery, but since the proximal neck was short (15mm), the physician occluded the accessory renal artery with stent graft. After placing the ipsilateral iliac leg, the left internal iliac artery was found occluded during angiography. The physician tried to move the contralateral iliac leg upward using balloon, but the position did not change. The physician completed the procedure and kept under observation. Nine days later, the patient's condition was good and discharged from the hospital.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirement meet the needs of the user. Each device is sent with instruction for use (IFU) which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (greater than 60 degrees for infrarenal neck to axis of aaa or greater than 45 degrees for suprarenal neck relative to the immediate infrarenal neck) ... Necks exhibiting these key anatomic elements may be more conducive go graft migration". The IFU also states that: "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia". The failure mode assigned to this case is deployment. This failure mode was assigned based on the provided event description. Additionally, the device was used outside the indications for use in multiple ways. It appear that the neck angulation was excessive, and that the left iliac leg was placed low or an incorrect length iliac leg graft was used, leading to the occlusion of the left internal iliac artery. Images of the case were not returned for investigation, nor was additional information regarding anatomical conditions leading to the occlusion. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.